Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that post- implant of this annuloplasty band in the mitral position, a post-operative echocardiogram showed persistent moderate mitral regurgitation. Nine days post implant of the device, the device was explanted and successfully replaced with a non-medtronic bioprosthetic mitral valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.